Manufacturer narrative:
(B)(4) . Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported that the patient was revised to address a worn insert. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. X-rays were received and reviewed, identifying the following: anatomic alignment of the implants. Bone quality is osteopenic. Overall fit and alignment appears normal. A definitive root cause cannot be determined.

Event description:
X-rays were received for evaluation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No additional information reported.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the device shows signs of nicks and gouges. Also, the dovetail feature is flared. The review of device history record identifies no anomalies or deviation. Revision surgery ops notes were reviewed for poly wear, instability and synovitis/swelling. It was noted that the poly wear in posterior medial and osteophyte posterior was removed. The definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised to address a worn insert and the dovetail feature is flared.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had poly wear which caused the patient to have swelling and instability.